Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation both response buttons were non-functional. The cause for the failure was the rear response button switch dome is missing and the front response button switch dome is concaved. The root cause for the damaged and missing dome could not be positively identified. There were no adverse events associated with the monitor malfunction.